Event description:
It was reported that during the repair process of the colonovideoscope, there was contamination evident in the air and water channel. The issue occurred during maintenance and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Unintentionally marked e2 and e3 that field should be blank. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, we could confirm the adhesion/clogging of the foreign material in the air water channel. The cause of the foreign material remained in the device could not be specified. It is possible that the material was not removed because reprocessing could not be conducted. It is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. The event can be detected and prevented in accordance with the following instruction for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.